Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum iq pump had an was used to mimic a midas event of a secondary intravenous piggyback (ivpb) with intravenous fluid (ivf) and vancomycin entry. The pump was red tagged (testing after ¿midazolam¿ ran with albumin). Per customer finding, "final volume at 1237 was 142ml infused per pump; 80ml in grad cylinder (in 1l grad cylinder)." During testing experiment infusion of 1l normal saline with secondary of 250ml normal saline (hanging above 1l bag, entered as vancomycin 500mg/100ml) using a 25-gauge needle. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Additional information h6 and h10: a device history review revealed no issues that could have caused or contributed to the reported issue. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.